Event description:
This surgical team has had 3 different canisters crack during use. The units will audibly crack and they could see bubbles in the blood in the canister when the vacuum pump is connected and has been in use for a while. When this happens, the canister is replaced and the case continues without further incident. Cracks observed have been in the bottom of the canister.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.